Event description:
It was reported that approximately 1 month prior to the report, the patient¿s medication did not arrive on time for the pump refill. The patient stated ¿it was horrible¿. The patient was taking six 15mg oxycodone orally for breakthrough pain so the doctor ordered 7.5mg every 1-2 hours of hydrocodone; however, the patient stated that was not going to replace what she was receiving from the pump. The patient stated that the doctor let her walk out with withdrawal symptoms and it took time for the medication to get through the body. The device system delivered baclofen, morphine and marcaine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2006, product type: catheter. (B)(4).